Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit started emitting smoke. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection revealed there are charred pin receptacles in the wand connector on the front panel of the subject controller. Functional evaluation revealed the subject controller along with the concomitant accessories all performed as intended and exhibited no functionality issues during the testing process. At no time during testing was any smoke observed coming from the wand connector/cable or any of the other concomitant devices associated with this complaint event. The customer's complaint was verified since the pin receptacles in the wand connector on the subject controller are charred and could have caused the smoke observed by the customer. Physical evidence suggests that the root cause of this event was related to electrical arching of the connector terminals of the wand cable and rf generator. The cause of arching could not be determined with confidence but potential factors which could have contributed to the event include: -a power surge to the subject controller at the customer's facility. -an issue with the concomitant wand used during this complaint event. -exposure of the connector to conductive fluid such as saline that would provide a current path and result in "flashing" off of water in the form of steam that could be perceived as smoke.